Event description:
Reportedly, the device was implanted in 2016, in (B)(6). In 2018, dr. (B)(6) (also in (B)(6)) evaluated the pacemaker, determining that the energy of 3 years had been consumed in 2 years. The patient is now living in (B)(6), peru and currently has a cardiac arrhythmia, causing loss of mobility and speech, the patient is in a state of prostration.

Manufacturer narrative:
Please refer to the attached report.

Event description:
Reportedly, the device was implanted in 2016, in venezuela. In 2018, dr. (B)(6) (also in venezuela) evaluated the pacemaker, determining that the energy of 3 years had been consumed in 2 years. The patient is now living in lima, peru and currently has a cardiac arrhythmia, causing loss of mobility and speech, the patient is in a state of prostration.